Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and had a broken belt clip. The blood glucose reading was 600 mg/dl. The customer stated that his high blood glucose levels were due to an infection but that it was getting taken care of. Nothing further reported.